Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: visual inspection found a damaged dso seal. The error history log was downloaded. The battery included with the device is defective. It has been charged in the device and shows full charge, but is glowing red instead of green. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal was replaced. Buying a new battery was recommended.

Event description:
The device was returned for repairs. The issue of the device was unknown. Patient involvement is unknown.